Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis testing. The integrated electrosurgical unit (iesu) generator was analyzed and found to have error c-34. The unit was placed on in house system and ran in the normal move. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported error code c-34 on the integrated electrosurgical unit (iesu) vio dv generator. The fse replaced the suspect iesu to resolve the issue. After replacement, the system was tested, operated without issue and verified as ready for use. Isi received the replaced iesu involved with this complaint; however, failure analysis is still ongoing. A supplemental MDR will be submitted if any additional information is received. .

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, error code c-34 occurred on the integrated electrosurgical unit (iesu) vio dv generator. The error code was displayed when activating the monopolar instrument. The customer received phone assistance from the technical support engineer (tse). The customer replaced the energy cable and monopolar instrument, but the issue was not resolved. The tse had the customer reboot the iesu, but the issue persisted. The issue was resolved after the customer used a third-party generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the third-party generator using the same da vinci system. There was no reported patient injury.